Manufacturer narrative:
Eval summary: a complaint history search for the manufacturing lots of the product related to this complaint was performed and returned no additional complaints from any of the lots. The components were confirmed as compatible. Neither the product, x-rays, operative notes, nor any other additional info was provided for review. It is unk if the devices were implanted with the product orientation and fit per the surgical technique. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The manufacturing records were reviewed for sterility and were sterilized in accordance to zimmer requirements at the time of manufacture. Cause cannot be definitively determined. Eval: review of the device history records did not find any deviations or anomalies.

Event description:
It is reported the pt was revised due to dislocation. During the revision, it was discovered that the pt had an infection. All implants were removed and replaced with a cement spacer.